Event description:
The customer reported that while the panorama central station was in use monitoring pts along with passport 2 bedside monitors and ambulatory telepacks, the passport 2's and telepacks stopped communicating to the central station. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the power supply on the tim transceiver. The system was tested to factory specs. It functioned normally and was returned to use.